Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip (cap) detached inside of the patient at 12,913 joules. Per the customer, the fiber cap was retrieved. Also, the customer reported the fiber cap was flushed out and the patient did not experience any difficulties due to this event. It was unknown if there were any observation regarding the fiber aim beam. The only observation leading up to the incident was that the fiber was not working properly. There were no error codes displayed on the console. No patient injury was reported.